Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced, and the unit was returned to service. The drive gas check valve could become stuck in a fixed open position which could cause pressure to build in the mechanical ventilation cycle. If this issue is left unresolved, it could result in excessive or prolonged pressure in the patient breathing circuit during ventilation potentially resulting in barotrauma. Ge healthcare (gehc) is initiating and will be reporting a field modification for this issue per 21 cfr 806. The gehc internal field modification number is (B)(4).

Event description:
The hospital reported that, during a case, the unit alarmed high positive end expiratory pressure (peep) and high peak pressure. There was no reported patient injury.